Event description:
The lead was returned to the manufacturer after being explanted for an unknown reason. The lead subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and the outer insulation of the lead developed a breach due to a depression while in vivo. The proximal conductor of the lead became distorted while in vivo. The outer insulation of the lead was observed to have blood ingression. The analyst noted that visual inspection found the proximal conductor distorted and outer insulation breached in-vivo. Depression and blood ingression was noted in the lumen of the lead. Concomitant products: 694765 lead implanted: (B)(6) 2010; 511211 lead implanted: (B)(6) 2010.